Manufacturer narrative:
One accumax200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured less than 1.0mm. Examination under magnification revealed that the pattern of the glass fiber on the distal end of the broken fiber piece was consistent with a fracture. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and scattered with an effective transmission of 36.5%. The condition of the returned product confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 single use holmium laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. According to the complainant, during the procedure, the nurse felt a small electric shock on her hand when she fired the laser. Reportedly, the nurse was not burned and no additional medical intervention was needed. It was noted that the fiber was cracked outside the patient near the fiber connector. The procedure was completed with another accumax 200 single use holmium laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of fiber broke. (B)(4) for the reported event of fiber misfired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 single use holmium laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. According to the complainant, during the procedure, the nurse felt a small electric shock on her hand when she fired the laser. Reportedly, the nurse was not burned and no additional medical intervention was needed. It was noted that the fiber was cracked outside the patient near the fiber connector. The procedure was completed with another accumax 200 single use holmium laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.